Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal tip lens bonding was chipped, the distal end cap had a sharp corner, the bending section cover adhesive was separated, the insertion section was scratched, the light guide was scratched, the distal tip had foreign material determined to be rust, the up/down and right/left knobs had backlash and angulation was reduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the dirt inside the light guide lens was confirmed through evaluation of the device and was likely due to the light guide lens adhesive peeling off due to physical stress of hitting/dropping the distal end, chemical stress by chemical solutions, etc. Resulting in humidity entering the lens leading to corrosion, a definitive root cause of the defect could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the bending section adhesive of the evis exera iii duodenovideoscope was damaged and chipped. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the inside of the light guide lens was dirty. The report is being submitted due to the defect found during evaluation.